Event description:
It was reported that after the actual breast biopsy, a breast marker was placed into the cavity. The tip of the marker broke during placement and remained in the breast and could not immediately be removed. The patient is going to be operated on in the near future for removal of the breast tumor. They will be removing the broken maker tip during this procedure.

Manufacturer narrative:
Information is unavailable; device not returned for evaluation.